Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an av fistulagram procedure, the access wire detached within the patient. The physician then had to acquire secondary access within the patient's right radial artery to intercept the migrating wire tip. A vascular snare device was successfully used to remove the wire tip from the patient's artery.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is unknown. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found. Corrective actions are in process.